Event description:
It was reported that during a typical flutter procedure with carto3 system, when the navistar thermocool sf catheter was used for the first rf delivery in the cavo tricuspid isthmus (cti) (power control mode. 30watts, 17ml/min), the stockert generator stopped showing "temp limit" error. After the coolflow pump settings and synchronization were checked, another rf application was delivered with the same outcome. The physician was asked to pull the catheter out from the patient and check the irrigation flow as well as the catheter tip. Due to a complicated venous access the physician decided to flush the catheter when placed in the superior vena cava (svc) and increase the temperature cut-off to 43º and the irrigation flow to 30ml/min. After that, more rf applications where done with no issues (10-20 rf applications), but suddenly one of the applications was stopped with the stockert showing "high impedance" error. The physician replaced the indifferent electrode but the issue was not solved. Finally the physician pulled the catheter out from the patient and found charring, he tried to clean the charring and checked the irrigation flow but it was not working properly, just 3 holes were open. The procedure was finished by replacing the catheter with a same like product.

Manufacturer narrative:
(B)(4).